Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. Items marked "ni" are unknown to us at this time. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro was not delivering any energy so they swapped out the cable and the vh-3000 worked fine. There were no patient effects. Maquet cardiovascular anticipates return of the product in question.